Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot #'s 9135960, 9073669, 9135964. These do not match the catalog number provided. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 9011870. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-01-31. (B)(6). (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause could not be determined.

Event description:
It was reported that syr plastipak 3ml 25x7 veterinary nbs was clogged. The following information was provided by the initial reporter: the customer contacted customer service center and said that at the time of application, it was not possible to aspirate the syringe solution, as if the needle was clogged or the plunger was defective. The application was performed using another syringe and the defective syringe was discarded. The customer did not send the defective syringe, making it impossible to confirm the report and identify which syringe batch had the defect.